Manufacturer narrative:
Evaluation methods: x-ray. Evaluation summary: the explanted device was returned and evaluated; as received, the leaflets exhibit characteristic markings which indicate sutures were looped around commissure 1, and around commissure 2. Suture track and permanent indentations were present on the free margins of leaflets 1 and 3 at commissure 1, and the free margins of leaflets 1 and 2 at commissure 2. These indentations were most likely left by sutures that were tied tightly down and against commissures 1 and 2, thus leading to a gap at the coaptation region. No other inconsistencies were visually noted or in the x-ray, as the wireform is intact. Additional manufacturing narrative: device evaluation confirms suture looping around two commissures as the primary cause of the reported mitral regurgitation leading to this explant. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized tricentrix holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain instructions to properly deploy the holder and a caution statement as follows: "caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. In this case, follow up with the surgical staff revealed that the tricentrix holder was not correctly deployed prior to implantation. Edwards representative performed an in-service training for the surgical staff at this hospital on the steps of preparation and proper deployment of the tricentrix holder. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards investigation indicates this event is related to user technique and device handling factors. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
It was reported by a nurse via sales that the surgeon had a mitral repair/mitral valve replacement patient on friday, he tried to repair her mitral valve and implanted an annuloplasty ring, they did not come off pump but he was not satisfied with the repair. He removed that ring and implanted a pericardial mitral bioprosthetic valve (subject device). The surgeon then felt that the valve was too big but didn't feel there were any other options at that time. The patient had mitral regurgitation after coming off pump but he went ahead and closed. They repeated the echo over the weekend and again on monday. The patient was brought back to surgery on wednesday, the mitral valve was explanted and replaced with another edwards porcine mitral valve. Patient came off pump and in ICU. There has been no allegation of device quality deficiency or malfunction by the healthcare provider.